Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Component code - device subassembly = slider.

Event description:
The customer stated that they have had issues with questionable results for patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501 between (B)(6) 2018 and (B)(6) 2018. The issue occurred about 3 times. The customer provided data for one patient sample that had an erroneous sodium result which was reported outside of the laboratory. The sample initially resulted as 161 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The physician questioned the result, so the sample was repeated. The repeat result was 141 mmol/l, which was believed to be correct. A corrected report was issued. The patient was not adversely affected. The sodium electrode lot number was e58, with an expiration date of 27-nov-2018. The field service engineer stated that the issue was possibly caused by a slider within the sample mechanism. He inspected the entire system, replaced the slider, and replaced the liquid level detection printed circuit board. He ran calibration and controls; these were within specifications. The investigation was unable to find a definitive root cause.